Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was sleeping. The customer also reported that the freedom driver was plugged into the ac power during the reported fault alarm. The customer also reported that the fault alarm did not resolve when the freedom driver was repositioned and the onboard batteries were rotated. The customer also reported that the freedom driver's readings during the fault alarm showed a beat rate (br) of 137, fill volume (fv) in the 50's, and cardiac output (co) from 6 to 7. The customer also reported that when the patient's wife checked the reading again, the fv and co displayed asterisks and never returned to normal values. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) revealed a fault alarm that is indicative of a potential failure of the u22 pressure sensor on the main pcba (printed circuit board assembly) and is consistent with the reported fault alarm. Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a failure of the u22 pressure sensor on the main pcba. During investigation testing, the driver passed all pressure test requirements, which included cardiac output, rap (right atrial pressure), aop (aortic pressure), pap (pulmonary arterial pressure) and lap (left atrial pressure) performance metrics associated with nominal normotensive and hypertensive settings. The display pcba performed as intended, and the display did not show asterisks as reported. The flow sensor cable, speaker cables and display cable were inspected, and no abnormalities were observed. The main pcba was replaced, and the freedom driver passed all final performance testing. Syncardia has initiated a corrective action (CAPA) to address and prevent u22 pressure sensor failures. This failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was sleeping. The customer also reported that the freedom driver was plugged into the ac power during the reported fault alarm. The customer also reported that the fault alarm did not resolve when the freedom driver was repositioned and the onboard batteries were rotated. The customer also reported that the freedom driver's readings during the fault alarm showed a beat rate (br) of 137, fill volume (fv) in the 50's, and cardiac output (co) from 6 to 7. The customer also reported that when the patient's wife checked the reading again, the fv and co displayed "***" and never returned to normal values. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.